Manufacturer narrative:
Results - device performed according to specifications. The pharmacist stated that the sort order was changed in the patients orders screen and he just selected the order at the top thinking that would have been the most recent order. The proper method for performing the "repeat selected" function in abacus was reviewed with the pharmacist and he is now aware of the requirement to verify the date on the order before doing a "repeat selected". If additional information regarding this event becomes available, a follow-up report will be submitted.

Event description:
On (B)(6) 2013 we were informed of an incident involving our (B)(6) software. (B)(6) is our windows-based order entry software for comprehensive tpn calculations and label printing. In this case, the sort order had been changed in the patient order screen and the pharmacist selected the order at the top of the list, thinking that would be the most recent and processed the tpn bags. Four tpn therapy bags were compounded using the incorrect formulary in the (B)(6) software. One bag had been delivered to the patient when the error was discovered. The remaining three bags were discarded. There was no adverse event involved and no intervention was required; however, we are filing a MDR report because of the possibility that an incorrect tpn solution may require intervention should it reoccur. The cause of the event was due to the pharmacist selecting a formula that was not the most recent formula for this patient. The event was not caused by a defect or malfunction of the (B)(6) software. If additional information regarding this event becomes available, a follow-up report will be submitted.